Event description:
It was reported that a few hours following a spinal cord stimulation paddle lead implant procedure, the patient experienced a feeling of vibration in their legs and later partial paralysis. The paddle lead was explanted and then the patients symptoms disappeared. The patient then had two infinion leads placed and was doing well post-operatively.